Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged difficulty registering the patient with pointmerge. The registration passed, however, the surgeon alleged a 3 - 4 millimeter inaccuracy in the posterior portion, inaccuracy of the head scan. In trouble-shooting, the surgeon successfully registered the patient and performed the biopsy without issue. It was observed that there was some difference in the anatomy present on the patient and what was in the scan. Noted was potentially some movement in the scan. There was a 15 minute delay in the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic technical service representative reported that the returned mr patient scan loaded fine and had good quality 2d images. The 3d model had a slight stair-stepping effect toward the top of the head and the fiducials were not clear. Exam details showed contiguous 1mm slices. The rep reported that they attempted a touch-n-go registration unsuccessfully (explained by the poor quality fiducials on model) and then switched to a tracer registration. The tracer pattern was unavailable on the returned archive and the patient data had been deleted from the on-site system. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Software investigation has not been completed.